Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Both t1 and t2 implants fell down during implantation. A backup device was readily available. There was a delay of less then 30 minutes. No patient injuries were reported.

Manufacturer narrative:
Expiration date added, manufacture date added. Device investigation narrative - one fast-fix 360 reversed curve needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is bent dramatically on two planes. No ts or suture remain on the insertion needle but were returned for examination. Examination of the construct showed t1 is missing its distal end. T2 and the suture showed no abnormalities. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Per the device IFU under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device returned for evaluation. Device evaluated by the manufacturer. Evaluation codes updated. (B)(4).

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided; the investigation could not draw any conclusions about the reported event without the return of the device in question. Further investigation is not warranted at this time.